Event description:
The patient reported they believe their intrathecal drug delivery pump has flipped in the pocket. The patient reported they are being prescribed oral medications. No symptoms were reported. Additional information has been requested from the patient's hcp, but was not available on the date of this report.